Event description:
Note: this report pertains to one of two cre fixed wire dilatation balloons used during the same procedure. It was reported to boston scientific corporation that two cre fixed wire dilatation balloons were used during a procedure performed on (B)(6) 2023. During the procedure, the contrast agent leaked from the balloon. The same problem occurred with the second cre fixed wire dilatation balloon. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event. Note: the anatomy location of the procedure is unknown and is being reported as it may have occurred in the esophagus.

Manufacturer narrative:
Block e1: the initial reporter facility name: (B)(6) hospital. Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in an unknown anatomy location.

Manufacturer narrative:
Block e1: the initial reporter facility name: (B)(6). Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in an unknown anatomy location. Block h10: investigation results the returned cre fixed wire dilatation balloon was analyzed, and a visual examination found that the balloon and catheter of the device had no damages. Functional analysis was performed, and the balloon was inflated without a problem. However, the balloon would not hold pressure due to a pinhole in the balloon (distal section), located approximately 38 mm from the tip. Microscopic inspection found a pinhole located approximately at 38 mm from the tip of the device. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon leak was confirmed. The results of the analysis performed on the returned device found that the balloon had a pinhole located approximately at 38 mm from the tip of the device. The pinhole found is likely to have occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous the procedure, could have caused the problem found on the distal section of the balloon. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
Note: this report pertains to one of two cre fixed wire dilatation balloons used during the same procedure. It was reported to boston scientific corporation that two cre fixed wire dilatation balloons were used during a procedure performed on (B)(6) 2023. During the procedure, the contrast agent leaked from the balloon. The same problem occurred with the second cre fixed wire dilatation balloon. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event. Note: the anatomy location of the procedure is unknown and is being reported as it may have occurred in the esophagus.